Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No motor error alarm was noted; the motor passed the motor test. The following physical damage was noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked lcd window, and broken battery tube threads.

Event description:
The customer reported via phone call that her insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 468 mg/dl. She had not treated by the time she called. The customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. Additionally, the customer went to bed with a blood glucose in the 200 mg/dl range and when she woke up it was 439 mg/dl. She experienced a headache, sluggishness, and excessive thirst. She treated with the pump and manual insulin injections. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its corresponding components for damage and functionality. However, the customer ended troubleshooting prematurely since the pump was going to be replaced for the motor error. The insulin pump was returned for analysis and a replacement device was shipped to the customer.